Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was noted to be depleting quickly. Tandem technical support reviewed pump data and observed the pump battery deplete from 60% to 20% within an hour. The customer's blood glucose level was 110 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.